Manufacturer narrative:
Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the issue was the tip cover accessory for the monopolar curved scissor (mcs) was removed in the abdominal cavity. The issue occurred during a benign hysterectomy procedure. Prior to the procedure, the instrument and mcs tip cover accessory were inspected. The surgeon retrieved the mcs tip cover accessory successfully. The monopolar curved scissors (mcs) instrument was still in use and only the mcs tip cover accessory was changed during the procedure. The mcs tip cover accessory appeared to be properly installed before and during the surgical procedure. No other lubricant was applied to the mcs instrument prior to the installation. The procedure was completed robotically. Both the mcs tip cover accessory and the mcs instrument were returned to isi for evaluation. The procedure was completed with the same instrument with a procedure delay of less than 15 minutes.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested the return of the device for further evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the monopolar curved scissors (mcs) tip cover accessory was removed in the abdominal cavity. It was removed via 8mm accessory port, checked the tip cover & it was complete. The procedure was completed with less than 15-minute delay.